Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. It was noted that imaging was difficult. An xtw clip (51202r1069) was inserted and placed on the mitral valve. However, while checking the lock, the clip opened. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. An xtw clip (51202r1070) was inserted, but after several grasping attempts, a small tear was observed on the anterior leaflet. The clip was then repositioned to try and reduce mr and leaflet motion. The clip was implanted. To further reduce mr, an additional clip (51202r1079) was inserted, but after several grasping attempts, a small tear was observed on the posterior leaflet. It was observed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (singled device leaflet attachment/slda). It was noted that the clip came into contact with the implanted clip. The physician decided to remove the clip and discontinue the procedure. The patient was placed on an ECMO. The mr increased to a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.